Event description:
It was reported that a faradrive steerable sheath clear that was selected for pulmonary vein isolation exhibited a leak. No issues were noted during preparation of the sheath and the sheath was inserted in groin successfully. Following the transeptal puncture when a non-boston scientific mapping catheter was inserted into the sheath, a leak was noted from the hemostatic valve including blood. Some slow drip blood leak was noted from the proximal end of the handle. A pressure bag was used with the sheath at a flow rate of about a drip per second. No air was noted in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.